Event description:
During follow-up, the patient received an inadequate high voltage shock in response to a tachycardia. The arrhythmia self-terminated. Abbott technical support was contacted and the device was functioning accordingly to how it was programmed. No malfunction was alleged. The physician suspected the event was due to the patient's condition and device's programming not optimized. The event was resolved by reprogramming the device. The patient was in stable condition.